Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Subsequently, customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, customer required assistance from partner to treat bg level via a manual injection. The customer reverted to an alternate method of insulin therapy.